Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. A DHR review was conducted with no discrepancies noted.

Event description:
In this event, it was reported that a waveone gold file broke in a patient's tooth during use. There was no additional information provided related to outcome and follow up will be conducted.